Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was attempted but not used during the implant procedure. When the competitor lead was connected to the device, noise was observed. A connection problem was suspected. The physician attempted to unscrew the setscrew, but it was not possible to turn it with the wrench. Another wrench was used to remove the setscrew with difficulty. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found. The returned device found a set screw with a rounded socket.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.